Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported that during arthroscopic rotator cuff repair the ideal shuttle 45 degrees right -g became difficult to move the wire of the shuttle forward and backward. The complaint device was received and inspected for the reported failure mode. Visual inspection revealed that the tip of the needle and nitinol epflex were in good conditions. It was identified that the shield was missing. Via functional testing moving the sub assy wheel from forward and backward position, there was tension feel when backward the nitinol epflex; it was very hard to move in this position. Therefore, this complaint can be confirmed. The possible root cause for difficult to move the nitinol epflex, it could be from debris inside the shaft of the passer, as a jammed condition. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 18p03, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via personal interaction that during arthroscopic rotator cuff repair the ideal shuttle 45 degrees right -g became difficult to move the wire of the shuttle forward and backward. The procedure was completed with a replacement. No patient consequences or surgical delay reported. The device is available to be returned for evaluation. Additional information received from the affiliate reported a surgical delay did not occur and the device is being returned for evaluation.